Event description:
The manufacturer received information that a ventilator alarm occurred on a trilogy evo device indicting the delivery of oxygen concentration was not within fio2 setpoint +/- 10%. No patient harm or injury were reported. The customer contacted philips service regarding this issue. The customer is taking responsibility to correct/repair the device by replacing the oxygen blending valve to address the issue.